Manufacturer narrative:
(B)(4). Eval, results - calcification; stent deformed in-vivo during positioning. Conclusion: calcification.

Event description:
An endeavor sprint rx drug-eluting coronary stent delivery system length 18mm, diameter 2.5mm was used to treat a mildly calcified lesion with 80% stenosis in a pt's mildly tortuous obtuse marginal. It was reported that the stent was deformed during the procedure. The left main was very calcified with 30% stenosis. The physician inspected the stent prior to use and there were no issues noted. The physician failed to reach the target lesion with the stent. It is reported that while advancing the stent, the physician felt resistance in the left main, he then pulled back the stent and it was noticed the struts were lifted. The lesion was successfully treated with a second endeavor stent. The pt was reported to be fine post procedure and no clinical sequelae have been reported. Neither the cd of procedural images nor the stent delivery system was returned to medtronic for eval.